Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure treating an unruptured aneurysm at the left middle cerebral artery (mca) bifurcation using penumbra smart coils (smart coils). During the procedure, the physician experienced difficulty while attempting to detach a smart coil using a penumbra smart coil detachment handle (handle). After multiple attempts the physician successfully detached the smart coil. The procedure was continued using additional smart coils. There was no report of an adverse effect to the patient.